Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead dislodged. Tissue was visible in the helix. The lead was not installed and a new lead was implanted. The patient was in stable condition post procedure.